Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damage guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Nitinol guidewire in a plastic hoop, one 21 g safecan introducer needle, and one yellow 1.5 cm needle guide were returned for evaluation. An initial visual observation showed use residue on the returned samples. The proximal end of the coiled wire of the guidewire was observed to be detached and unraveled. No breaks were observed in the guidewire during tactile evaluation. A microscopic observation revealed the proximal end of the coiled wire of the guidewire was detached from the core wire and some of the adhesive between the two wires appeared to have been broken off. The bevel of the introducer needle was observed to be damaged. The exact cause of the damage on the guidewire could not be determined from the evidence observed on the returned samples; however, it is possible the guidewire was damaged during handling, use, or during manipulation of the guidewire within the introducer needle. As a note, the product IFU states: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of redx1436 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was stuck into the introducer needle during the guidewire insertion procedure and could not be removed from the introducer needle. Therefore, the guidewire and the introducer needle were removed together. Damage was found on the removed guidewire. There was no reported patient injury. 6/4/2020 - the sample evaluation showed the proximal end of the coiled wire of the guidewire was detached from the core wire.